Event description:
Found patient gurgling and in distress. Attempted to suction patient - suction not working. Acute changes team was called, and then a code was called. During the code a new suction container was retrieved. It still did not work from the wall unit, so used suction equipment in code cart. The patient survived the code, but died the next day. Bronchoscopy was performed which showed aspiration of some gi contents.biomed test result:maintenance checked the wall outlet and the suction was ok. They also checked the suction regulator and it was ok. Once the tubing and the inner canister bag were replaced the suction worked.